Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atb35 stapler was placed across the broad ligament and jammed into the tissue. The stapler was difficult to remove from pt.